Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced dyspareunia, urinary tract infections, pain, odor, recurrent stress urinary incontinence. A removal of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.